Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a pericardial effusion was identified as the devices were being removed at the end of the procedure. First, transseptal puncture for the procedure was achieved using a boston scientific versacross system and then a non-boston scientific mapping catheter was used to map the patient's left atrium. The ablation portion of the procedure was completed using a farawave pfa catheter. No complications or issues were noted during the procedure; however, after the catheters had been removed from the body and the sheath had been pulled back into the right atrium the patient's blood pressure dropped. A pericardial effusion was confirmed through transesophageal echocardiography (tee) and pericardiocentesis was performed. The drained blood was found to be arterial blood, and the physician believes a perforation occurred in the left atrium, but a perforation was not confirmed. The patient stabilized and the procedure was then completed without further complication. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.